Event description:
On (B)(6) 2018, a 30mm amplatzer cribriform occluder deployed deformed, teacup shaped. The user removed the device from the patient without incidence and submerged the distal disc in both cold and warm saline to resolve the deformation. The user elected not to implant the device and exchanged it for another 30mm amplatzer cribriform occluder (lot number: 6569364) that was implanted successfully. The procedure was reported to have been extended by 10 minutes and the patient remained hemodynamically stable throughout. The patient is reported to be discharged.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.